Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The manufacturer¿s sales personnel confirmed the reported nav-ring issue. Philips replaced the ventilator. The unit was returned to failure investigation (fi) for evaluation. Reseating the rotary adjustment (nav ring) cable into the switch pcb j2 connector corrected the failure with this customer returned v60 vent. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit failed the preoperational test as the navigational ring was found faulty. There was no patient involvement.